Event description:
It was reported by a customer in the USA that, an 840 ventilator was inoperable. There was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse ran extended self-testing (est), allowed ventilator to cycle, and was unable to duplicate error code. Replaced the inspiratory module printed circuit board (pcb) as a precaution. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).